Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found ac cord would not retract. Fse reset the tangled cable and ensure proper operation. Fse performed functional testing and safety checks. The unit passed all functional and safety tests per factory specifications, and the unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when moving unit during routine check, the cardiosave intra-aortic balloon pump (iabp) it was found that the ac cord will not retract. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.